Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant high right atrial pacing thresholds were noted, and x-ray showed that the device had migrated and thus putting traction on the competitor atrial lead. The device and competitor lead was repositioned. No issue were noted with the competitor right ventricular lead and no loss of capture was noted thus no asystole. No additional adverse patient effects were reported.